Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2022, the gii ps hi flex isrt sz 5-6 11 broke on poly. For this reason, a revision surgery was carried out and device was explanted. The procedure was completed using a s+n back-up device. Patient current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and revealed that device is broken. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The three undated, unlabeled images provided of a broken poly aligns with the complaint, however, they do not aid in determining a definitive clinical root cause of the reported failure. The impact to the patient beyond the reported failure and subsequent revision cannot be determined since the current health status of the patient is unknown. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, it includes the verification of part configuration per print. Also, material specification shall control the quality and manufacture of ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected, surgical technique or postoperative care. The contribution of the device to the reported event could be corroborated as a revision surgery was carried out and device was explanted. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.